Event description:
It was reported that following the implant of this 25mm aortic bioprosthetic valve, the patient experienced mediastinal hemorrhage p ost-procedure. Post-operatively, the patient had high chest tube output with significant coagulopathy and developed a hematoma that required evacuation. The patient underwent mediastinal washout with evacuation of the hematoma and received a transfusion of four units of packed red blood cells. These events resulted in a prolongation of the existing hospitalization. It was reported that the patient recovered and the adverse event resolved. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.